Event description:
Consumer is claiming her heating pad burned her 8 year old recliner. She used the heating pad on her shoulder, until it timed out. She then placed it on the back of her (B)(6) chair (8 years old). When she came back she noticed a burning smell and went to the chair lifting the heating pad and noticed the chair fabric and foam melted. She also noticed the cover of the heating pad was burned. I asked her if she or anyone else was using the pad, laid or sat on it at anytime and she didn't think so.

Manufacturer narrative:
Currently being evaluated.